Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent successfully deployed at lad. Approximately 1 month post index procedure the patient expired, cause of death is unknown, cardiac. Investigator indicated that there was no relationship between the event and study device.

Manufacturer narrative:
(B)(4).